Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. A latitude transmission was sent and the patient was referred to their physician. It was determined the right ventricular (rv) lead was exhibiting high out of range shocking impedances, measuring greater than 125 ohms. The patient's rv lead is a non-boston scientific product. Subsequently, a revision procedure was performed and a new rv lead was implanted. This crt-d remains in service. No additional adverse patient effects were reported.